Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for 2 out of range pace impedances. The pace impedances measured greater than 3000 ohms on the rv lead, manufactured by another company. There was one noise oversensing event, when the lead was in unipolar sensing configuration. All in clinic testing was negative for a lead issue. Technical services suggested programming the lead to unipolar pace/bipolar sense configuration, to turn the respiratory rate trend feature off, and to monitor the patient. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for 2 out of range pace impedances. The pace impedances measured greater than 3000 ohms on the rv lead, manufactured by another company. There was one noise oversensing event, when the lead was in unipolar sensing configuration. All in clinic testing was negative for a lead issue. Technical services suggested programming the lead to unipolar pace/bipolar sense configuration, to turn the respiratory rate trend feature off, and to monitor the patient. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.